Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, a patient experienced two dislodged crowns on teeth #27 and #21 due to force of the retainer. The patient required new crowns.